Manufacturer narrative:
Unit alarmed pump error 37 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion or verify no delivery alarm due to pump error 37. Unit had cracked keypad overlay. The unit p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had delivery was blocked during priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.